Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral access to support the 61 year old male patient who had been admitted in with cardiogenic shock and cardiomyopathy. The patient has an underlying history of diabetes and a cardiac arrest prior to being admitted to the hospital, and was seen to be in scai stage e shock. The cp was placed and was supporting when there was urine color change indicative of hemolysis. The hemolysis was confirmed by plasma free hemoglobin (pfhg) lab draws on the 2nd day of support. The results were110mg/dl and rose to 190mg/dl. The team troubleshot by position assessment and the pfhg dropped to 140mg/dl. The pump remained on for 4 days and was weaned and explanted.

Manufacturer narrative:
Mechanical interaction with blood/hemolysis: the cause of the hemolysis was unable to be determined due to lack of product and data logs returned for analysis.